Event description:
Patient experienced increased ble spasticity 05/2002. Despite increase in intrathecal baclofen dosage. The baclofen dosage was titrated with bolus dosing bid. A dye study was negative xrays with normal tracking of catheter - no kinking noted. MRI and c-s negative for syrinx and myelomalacia. Urinary and gi system evaluated and infection not reported. Spasticity continues with less than adequate control. Patient referred for another opinion-possible rotor test and repeat dye study. Considering possible use of narcotic baclofen combination in the pump.